Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced some interferences in the image during the examination. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit is dirty and circuit board unit in scope connector is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: plug unit is dirty and circuit board unit in scope connector is dirty due to water leakage. The most probable cause of the interferences in the image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.